Manufacturer narrative:
For investigation at the manufacturer site the logfile and description of event and provided photo were analyzed. According to the investigation results it could be confirmed that the device stopped ventilation due to a discharged battery. The battery index was revision index 20, with the label "use until 2021-03".after the logbook analysis, the device behaved as specified and alerted correctly. The ¿charge internal battery¿ alarm was alarmed for 10 minutes until the device alarmed ¿internal battery discharged¿ and turned off. This corresponds to the specification and the normative reserve. During the onsite examination by a service technician, the fully charged battery ran for over 7 hours. Based on the test results, a malfunction of the device can be excluded. It was reported that the patient's condition temporarily deteriorated / minor physical impairment was reported. No serious injury, medical interventions or prolonged health consequences were reported. In case of a charging error the battery led shows 'red', alarm message "no int. Battery charging" is displayed if device is powered on. If the battery is further discharged the alarm "charge int. Battery" is displayed and in case of a discharged battery the device alarms visually and acoustically (alarm message "int. Battery discharged"). The ventilation function may stops after that alarm. In this case an alternative independent ventilation device has to be used instantly, as described in the IFU.

Event description:
It was reported that an oxylog was turning off spontaneously mid patient transfer, we've requested further information but have only been able to get the below information details are ¿low physical harm¿ experienced by the patient, with reports of loss of etco2 and not ventilating. It was reported that the patient¿s condition temporarily decreased / low physical harm was reported. No serious injury.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that an oxylog was turning off spontaneously mid patient transfer, we've requested further information but have only been able to get the below information details are ¿low physical harm¿ experienced by the patient, with reports of loss of etco2 and not ventilating. It was reported that the patient¿s condition temporarily decreased / low physical harm was reported. No serious injury.